Manufacturer narrative:
The surgeon indicated that the valve was explanted due to structural valve deterioration (svd) of the bioprosthesis. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, the operative report documents leaflet prolapse causing the insufficiency. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported leaflet prolapse could not be confirmed. However, it appears that this event was likely due to the deteriorating prosthetic valve. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 9 years due to prosthetic aortic valve insufficiency and stenosis from structural valve deterioration. Per the operative report, echocardiography showed the prosthetic valve to function with moderate to severe aortic insufficiency. During the procedure, the ascending aorta above the level of the sinotubular junction had a significant amount of calcification and plaquing. The prosthetic valve itself had leaflets that were fairly pliable. It was prolapsed in the region of the noncoronary positioned prosthetic leaflet. The valve was well-healed. There was no evidence of perivalvular leak. The valve was removed without difficulty and replaced with a new edwards bioprosthesis. There were no operative complications reported.